Manufacturer narrative:
(Per tandem's user guide: your t:slim g4 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof.)

Event description:
It was reported that the customer submerged the pump in water and an unspecified malfunction occurred. Customer's blood glucose level was 220 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy and declined further follow up from tandem technical support.